Manufacturer narrative:
Continuation of d10: product ID: 8780, unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that after the patient's pump was replaced in (B)(6) 2026, morphine was found to be going subcutaneous. The onset / date of the event was unknown. During follow-up and troubleshooting, it was identified that the catheter was damaged and needed to be revised. The catheter was closed and the pump set to minimal flow rate for the meantime. Factors that may have led or contributed to the issue were unknown. The issue was not resolved as of (B)(6) 2026. A catheter revision / explant was planned. The patient's medical history and age at the time of the event was unknown or would not be made available.